Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a keypad stuck alarm. It was also missing 1 of 3 cassette sensor rings. The downstream occlusion (dso) seal was bubbled and the battery door was cracked. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint that the device had a keypad stuck alarm. Log events were reviewed and there were no errors related to the complaint. Device had no relevant service history. Visual and functional testing was performed. Complaint was confirmed during power-on testing. Probable cause was keypad stuck key. The keypad was replaced with a new one. All tests exceeded specifications.